Event description:
This is report 2 of 2 for (B)(4). It was reported that during a total knee arthroplasty (tka) surgery, the robotic-assisted solution device array interface fit very loose on the robot and the robotic-assisted solution saw interface (left) was also very loose. It was further reported that there were issues with the cuts. The distal cut was off by 1 mm and the anterior cut was off by 1.5 mm, verified with the pointer. The devices were operated in conjunction with the robotic-assisted solution base station device and the robotic-assisted solution satellite station device. The procedure was delayed, though the exact duration of the delay was not specified. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.